Event description:
The customer reported that while working on an upper abdominal tumor, the device jaws could not be re-opened while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove them. The device knife is reported as protruding from the jaws. The surgeon opened another type of instrument in order to successfully complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.